Event description:
The physician was attempting to implant a 2.75 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the lad. It was reported that the lesion exhibited 95% stenosis, moderate tortuousity and little calcification. It was reported that the lesion was pre-dilated; force was used in the attempt to deliver the stent, however the stent did not cross the lesion. The stent was removed from the pt, and the lesion was pre-dilated again; the physician was unable to cross the lesion. When the device was retracted from the pt, the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (stent deformation and failure to deliver device), (pt lesion morphology; 95% stenosis, moderate tortuosity, little calcification), (the product IFU cautions against direct stenting). Eval: conclusion: (pt lesion morphology; 95% stenosis, moderate tortuosity, little calcification), (use of force). Eval summary: a number of struts on the 3rd, 4th and 5th proximal segments were raised and deformed. The remaining segments were intact. There was no further damage noted.